Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, this patient was implanted with a gore excluder aaa endoprosthesis trunk ipsilateral leg component (pxt261414/04114294) and contralateral leg component (pxc141000/04115436). As reported, the patient had a type I endoleak and it was repaired with an extension aortic cuff the following month.